Manufacturer narrative:
Result: damaged power cord outer sheathing.

Event description:
It was reported by service report that the power cord was frayed. No pt involvement or adverse consequences were reported.